Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified. The root cause of the issue could not be determined, as there was no deformation observed that could result in the retention of foreign material. The facility device reprocessing could not be confirmed as to being implemented in accordance to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of entire endoscope¿ ¿1 inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. ¿inspection of forceps channel¿ "2. Insert the instrument through the forceps plug. 3. Visually and by hand, check that the instrument is smoothly ejected from the forceps channel opening at the tip of the endoscope and that no foreign matter is expelled. 4. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps plug¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The instrument/suction channel was flushed with water and the instrument channel outlet was wiped/brushed during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and switch #1 was not working due to corrosion. Also, evaluation found the water tightness was lost due to a pinhole in the instrument tube, the distal end was shaved, the bending section cover adhesive was chipped, the connecting tube was wrinkled, the up/down knob plate was sticky, the control unit, scope connector, scope cover unit, and universal cord were sticky due to water leakage, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the forceps or tube cleaning brush could not be inserted due to a crushed instrument tube, and the light guide bundle was slipping down. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the remote switches of the evis lucera elite bronchovideoscope were not working. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found there was residual fluid or foreign material coming out of the instrument tube. The customer did not have any idea what the foreign material was or how it adhered to the scope. The report is being submitted due to foreign material in the scope found during evaluation.